Event description:
It was reported that they were trying to aspirate from the pump and the fluid was coming out but it is very slow and in little drops. At the last refill, a few weeks prior, they were expecting 5 ml and the pump was empty. It was later reported that the health care professional (hcp) rotated the needle and was able to get good flow and the volumes were right on the day of report, no discrepancies. The patient had no symptoms. The hcp was able to aspirate and fill the pump after repositioning the needle. There was not a pocket fill. The cause of the discrepancy was not determined. No other troubleshooting was performed. The patient was receiving therapy and doing well at the time of report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).